Event description:
These seriously defective oxygen tubing products almost choked me to death by cutting off my oxygen supply while using my oxygen concentrator machine by knotting up and kinking up not allowing me to receive oxygen properly, in order to breath properly. This poorly made potentially deadly product should be recalled immediately. They are hudson rci ref 1827, softech adult nasal cannula, hudson rci oxygen tubing water trap and salter labs, ref 2021-21 supply line tubing.